Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 5085 surgical table following the reported event. The technician was informed that during the patient procedure, the surgical table would not raise in height when commanded, and two red symbols appeared in the right-hand corner of the hand control. The technician inspected the 5085 surgical table and could not duplicate the reported event. The table was operating according to specification and returned to service. The root cause of the reported event can be attributed to user error. When two movement buttons on the hand control are accidentally pressed simultaneously, two red control symbols appear on the hand control. The 5085 surgical table operator manual (pg 3-5) states: "alarm - two movement touch pads are pressed at the same time on same controller. Action - press stop. Press correct movement key." While onsite, the technician counseled user facility personnel on the proper use and operation of the 5085 surgical table specifically, properly using the hand control. No additional issues have been reported.

Event description:
The user facility reported their 5085 surgical table would not respond to hand control commands during a patient procedure. No report of injury. The procedure was completed successfully.